Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was rising and high thresholds on the right ventricular (rv) lead. There was also sudden rise and high impedance on the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.